Event description:
It was reported that this pacemaker system exhibited noise oversensing due to electromagnetic interference (emi) during an ablation procedure. Technical services (ts) was consulted and upon review all lead measurements were within range. No adverse patient effects were reported. This device remains in service.